Event description:
It was reported the patient passed away while being monitored on the mx40 telemetry device and the customer requested assistance with audit log interpretation. The patient was admitted for observation post-syncopal episode with a fall. The patient then passed away while on telemetry and the customer requested interpretation of the clinical audit logs.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6).

Manufacturer narrative:
Additional information has been requested, but the customer has only provided limited information at this time. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Patient involvement was reported. The patient passed away while being monitored on the mx40 telemetry device and the customer requested assistance with audit log interpretation. The patient was admitted for observation post-syncopal episode with a fall. The patient then passed away while on telemetry and the customer requested interpretation of the clinical audit logs. It is not alleged that there was any malfunction with any philips device. A philips clinical product specialist (cps) reviewed the logs provided. According to the logs and the pic ix central station configuration, the rf autoshutoff was "on" meaning that 10 minutes after leads are off, the transmitter turns off and sends "transmitter off inop" to the pic ix. The leads remained off the patient for the afternoon into the evening and it kept generating "ECG leads off" and then transmitter off repeatedly. Rf autoshutoff enabled/on was the default in pic ix b, from what cps could see it was working as designed and configured. It was also confirmed in the logs by philips research & development (r&d), when the patient arrived on the floor, the device was not taken out of standby, the device came out of standby 10 min into monitoring due to the detection of the valid ECG source. The first leads off instance was a valid ECG because the ECG leads off went from cyan to yellow, the yellow ECG leads off was acknowledged and the device turned off 10 minutes later. The device came back on every hour or so due to the device detecting some signal to wake the device up but the device never saw a valid ECG signal, the ECG leads off remained cyan each time it woke up. It alarmed cyan inop only. There was no further ECG available for this patient. It is reiterated that the staff did not take the device out of standby initially and did not respond to ECG related inop alarms. The device was functioning as configured and designed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.